Event description:
It was reported that when the patient tried sending a manual transmission, the data collection phase failed. The device has reached early end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.